Event description:
Post market surveillance review of literature found reports of screw loosening involving moss miami screws. Article title: ¿comparison of unilateral versus bilateral instrumented transforaminal lumbar interbody fusion in degenerative lumbar diseases (xue, h.) Publication date: jan 2012.¿ clinical findings determined by medical safety and complaint management: n=3, screw loosening (moss/miami). The following mfg medwatch reports are being filed for the three patients/events involving screw loosening: 1526439-2014-11568, 1526439-2014-11584, 1526439-2014-11585.

Manufacturer narrative:
Additional narrative: no follow up report is anticipated as the product has not been returned. The source of the report is the following literature source: article title: ¿comparison of unilateral versus bilateral instrumented transforaminal lumbar interbody fusion in degenerative lumbar diseases (xue, h.) Publication date: jan 2012.¿ depuy synthes spine does not use therapy dates are required. Additionally, no therapy dates have been provided. As such, the ¿date of this report¿ has been entered in this required field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.